Event description:
It was reported that during a supply change the user experienced difficulty inserting the connector, and a new connector was used to complete the supply change without further issues. Customer care provided support that included supply replacement logistics. Investigation of this case revealed a connector insertion issue that was resolved by replacing the connector, suggesting an isolated product performance or handling issue with the original connector. No adverse clinical symptoms reported. Outcomes included successful completion of the supply change and shipment of replacement connectors and two 2-packs of cartridges for continuity of therapy. It was concluded, based on previously established findings for similar reports, that the cause was a component performance issue not resulting in patient harm.